Manufacturer narrative:
(B)(4). This is a report of a patient who observed air in their patient line due to the patient being connected to the line prior to properly priming the device. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during the initial drain phase of peritoneal dialysis therapy. The patient was connected to the device at the time of the event. During troubleshooting, it was found that the patient line was not properly primed prior to initiating the therapy. The technical service representative assisted the patient with ending therapy. Proper procedures were reviewed with the patient. It was not reported how the patient planned to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.